Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-10275. The pt received an scs system which included two leads from different lots. It was reported the pt is experiencing positional stimulation. The pt stated that the stimulation feels too strong when he sits or stands thus requiring him to adjust the stimulation. The pt also stated that device use and charging the ipg is time consuming and requested to have the system removed. Surgical intervention will be undertaken at a later date to address the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.